Event description:
It was reported a device related thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). Following an unknown length of time, a device related thrombus was discovered on the closure device. No patient complications were reported.